Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the comm sled, drawer pcb array and interface pcb array were defective. A field service engineer replaced comm sled, drawer pcb (printed circuit board) array and interface pcb array. The fse tested in diagnostics and with customer where all tests passed. The system functioned as intended after the field service en.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.